Event description:
Respiratory therapist (rt) was in the room removing the nebulizer treatment in-line with the ventilator when it stopped cycling. The patient was removed from the ventilator & had 100% administered via an ambu bag already at bedside. As it was noted, that there was no chest rise & the etco2 on the monitor was reading zero. There was no change in the vital signs & the spo2 was 100%. Another rt just happened to be walking by the room & 1st rt asked her if she could bring another ventilator for this patient, as this one would be removed from service. All of the ventilator settings were reading zero when this event happened. Registered nurse was also in the room when this happened.